Event description:
It was reported that the device was operating unintentionally during testing at the manufacturer site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.